Event description:
2026-apr-08 (B)(4): information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown drug via an implantable pump. It was reported that the patient presented for wound check regarding erythema, edema, and minor leakage from the pumps site; physical exam showed a 100% eschar (lateral aspect was 0.3x5.0x0.1cm of 100%) slough, moderate clear yellow drainage, palpable fluid in the pump pocket which was tender. They aspirated 70cc of serosanguineous seroma from the pump pocket site. The incision was showing no improvements, the right pocket site was open with yellow slough across the incision site, erythema surrounded the wound and it was tender. Mupirocin ointment was applied daily to the site, gauze was applied, it was covered with tegaderm and hydrocellular foam dressing was applied every 2-3 days. An emergency system explant was performed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3:non-destructive analysis found that there were no anomalies and no further destructive testing was required. Continuation of d10: product ID: 8780, serial# (B)(6), product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.